Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned fox cross balloon catheter noted blood in the balloon, inflation lumen, side arm and guide wire lumen and no contrast visible, consistent with a rupture while in the anatomy. The balloon was loosely folded. There was a radial rupture in the middle portion of the balloon. There was no other damage noted to the balloon catheter. A non-abbott stopcock was attached to the sidearm. There were no scratches found and it could not be determined if the rupture was along a crease or fold in the balloon. Scanning electron microscopy analysis indicate that the outer surface adjacent to the radial rupture revealed radial partial tears at and near the separated edge. The outer surface adjacent to the radial rupture revealed a few small longitudinal partial tears. The inner surface adjacent to the longitudinal rupture revealed a few longitudinal partial tears. In addition, mechanical damage was observed at the radial separated edge. The longitudinal separation also exhibited pushed material on the outer surface and edge suggesting that mechanical damage influenced the rupture. There was no report of leaks noted during preparation for use suggesting that the balloon damage occurred during use. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. The reported difficulty removing through the 5 fr introducer sheath was likely related to the balloon material rupture which interacted with the sheath during removal. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. Additionally, all lot release testing data met the manufacturing criteria. The reported balloon rupture and difficulty removing appear to be related to case circumstances and there is no indication to suggest a product quality deficiency. All dilatation catheters are visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rbp and balloon integrity.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: unspecified; guiding catheter: j wire .035; sheath: 5 fr terumo. The device was received. Investigation is not yet complete.

Event description:
It was reported that during an interventional procedure of a av shunt in the arm, the foxcross during the second inflation ruptured. The balloon was being hand inflated. Resistance was met during removal through the 5 fr introducer sheath. A second balloon was used in the procedure. There was no reported patient effect. No additional information was provided.